Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot #73c1600593 investigations did not show issues related to the complaint. The device has not been returned for investigation. The manufacturer will continue to monitor and trend related events.

Event description:
The clips were misfiring while in use. The patient's condition was reported as unknown.